Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to user error, improper handling and application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer, a product return asset (telescope "oes elite¿) click pin wobbled. There were no reports of user or patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. The click pin had loosened. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.